Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the sterile processing, manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
Rep reports the reasons for revision were pain, inflammation, and delated wound healing after primary tha. Surgeon suspected an infection and was concerned, so decided to perform an immediate I & d. Upon entering the joint, the surgeon elected to revised the stem along with the liner and head. There were no reported product problems with the revised devices. The rep did not know if the suspected infection was confirmed with lab results.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 and h6 (clinical codes). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had his right hip replaced on (B)(6) 2021 at (B)(6) surgery center by the surgeon. He began to experience redness and drainage around his wound became concerned and went in and seen by the surgeon in his office on (B)(6) 2021. The surgeon did not like the way the wound looked and scheduled the patient for an I&d on the evening of (B)(6) 2021. A single stage revision was performed, the actis stem, femoral hip ball, and pinnacle acetabular liner were explanted and the sector cup with a 25mm screw were left in situ. Doi: (B)(6) 2021; dor: (B)(6) 2021; (right hip).